Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion which exposed the outer coil was noted at 9.1 cm to 9.3 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).